Event description:
It was reported that the patient presented in the ER after receiving multiple shocks. Upon interrogation, aborted shocks due to possible high voltage lead issue alert were displayed. The hv lead impedance was found to be low. It was noted that the patient went into a vt, but the device did not provide therapy. The patient was externally defibrillated by the emt. The lead was capped and device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.